Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. H11: the device was received for evaluation. A visual inspection with the naked eye noted a separation between the female connector and the main body of the twist clamp. Functional testing including leak, clear passage and clamp function testing were performed with no issues noted. The transfer set was connected and disconnected by hand using the returned patient connector with no issues and no leaks noted. The reported condition of connection issue to the female connector was not verified. However, the reported condition of separation between the female connector and the main body was verified. Therefore, the sample did not met specification. The cause of the separation was determined to be a manufacturing related issue due to an inadequate solvent bond between the female connector, insert chip, and the main body. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set was unable to be disconnected from the patient line of the homechoice cassette. The dark blue section (female connector) of the transfer set was being twisted out of the transfer set and remained on the patient line. The patient had to clamp off and cut the patient line of the cassette to disconnect. This was observed while disconnecting after peritoneal dialysis (pd) therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.